Event description:
As reported by an edwards affiliate, during a transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra valve, there were difficulties advancing the 23mm commander delivery system with valve through the 14fr esheath+ was noted as the valve passed through a calcified area. The distal tip of the esheath+ was observed to be torn. There were no difficulties during withdrawal, the device was discarded, no patient injury occurred, and the patient remained in stable condition. The root cause was associated with calcification. Provided imagery shows the liner expanded and the distal tip opened and torn.

Manufacturer narrative:
Investigation is still ongoing.